Manufacturer narrative:
Further information about the set up and use of the device during the event, results of further tests after the event have been requested for investigation. The first analysis of the available device log file identified several alarm entries on the date of the event. Investigation of the event is on-going; results will be reported in a follow-up report.

Event description:
It was reported that the ventilator evita 4 with (B) (4) while used on a patient suddenly stopped cycling. It was further reported that no alarm was notified. According to the doctors and nurses who were using the ventilator, this fail caused the death of one patient.